Event description:
The customer reported v1 intermittently drops out during 12 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The philips field service engineer evaluated the device and was unable to recreate the reported problem. No trouble was found with the device. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(4) 2012, the customer confirmed the device is working fine.